Event description:
It was reported that during a da vinci hysterectomy procedure, the customer reported that the plastic sleeve was peeling on the bipolar maryland single site instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the heat shrink tubing that covers the clevis exhibited tearing and melting. There were a couple holes burned through the sleeve. The holes were roughly 180 degrees apart and hole centers were located roughly 0.875 below the distal tip of the grip. The sleeve was also torn at the distal end and had a section that was sticking out as a result of the tearing. Additional observation not reported by site was instrument proximal clevis localized melting/char marks. The clevis exhibited charring at the base of the ears. Location of charring coincides with where the wires got crimped on the spacer. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a reportable event; however, the localized charring found during failure analysis if to reoccur could cause or contribute to an adverse event.